Manufacturer narrative:
The customer confirmed that the sample initially repeated with a value of 124.6 mg/dl. A second repeat was performed after the field service engineer performed actions on the analyzer and this value was 125.8 mg/dl.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok. The provided quality control data was within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
An additional repeat triglycerides value was provided for the complained sample as 124.6 mg/dl. It was asked, but it is not known if this value was provided in error or if it is an additional repeat value from the sample.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with trigl triglycerides on a cobas 4000 c (311) stand alone system. The sample initially resulted in a triglycerides value of 740.3 mg/dl and this value was reported outside of the laboratory to medical personnel treating the patient. The sample was repeated, resulting in a value of 125.8 mg/dl. The repeat value was considered correct. The triglycerides reagent lot number was 64844301, with an expiration date of 31-jul-2023.